Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on (B)(6) 2014. Evaluation shows broken tubing at center hole.MDR is being submitted as a result of a retrospective complaint review.

Event description:
Provider states the right crossbrace broke at a weld and the consumer advised the provider some of the hardware was affected by this break as well.